Manufacturer narrative:
1/13/1998-supplemental report #1 sent to FDA. Device not received for evaluation.

Event description:
The device was used during a cardiovascular procedure. Reportedly, the suture broke.